Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual inspection was performed as the subject stent device was received in a deployed condition, which is aligned with the event description. The stent delivery wire (sdw) and the introducer sheath were returned. All 3 marker bands were present on both ends of the subject device. The deformation was noted to the proximal end of the subject device. The subject device was broken/fractured at the proximal end. The introducer sheath distal tip was found to be damaged. The sdw was kinked/bent at approximately 5cm and 6cm from the distal end. The proximal bumper was split. The functional inspection was unable to perform as the subject device was returned in a deployed state. The as reported 'stent difficult/unable to advance or pullback through catheter' and 'stent deployed prematurely during retraction/re-sheathing' could not be replicated. However, the analysis results are consistent with the reported event. The subject device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the subject device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that after advancing the subject device within the microcatheter, it was found that the subject device could not proceed further, and there was resistance when attempting to retract the subject device which was inadvertently deployed in the y-valve. Additional information provided by the customer indicated that the subject device was prepared for use as per the dfu. There was no damage noted to the packaging prior to opening the packaging. The subject device was confirmed to be in good condition during preparation/ prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. The patient's anatomy was moderately tortuous. During analysis, the subject device was received in a deployed condition. There was deformation noted at the proximal end of the subject device. The subject device was fractured at the proximal end. The distal tip of the introducer sheath was also noted to be damaged. The sdw was kinked/bent at approximately 5cm and 6cm from the distal end. There was a split observed at the proximal bumper. Based on the analysis results and the information provided by the user, it is possible that the introducer sheath was initially set up correctly. However, the damage to the tip of the sheath strongly suggests that the sheath subsequently moved distally prior to stent advancement out of the sheath. Distal movement can occur if the rhv vent cap is not tightened down sufficiently on the introducer sheath. Distal movement would result in crush damage to the sheath tip opening (as noted during analysis). This would result in damage to the subject device (and possibly the sdw) as they are transferred from the sheath into the proximal lumen of the microcatheter. This is one possible explanation for the event description information and the analysis findings. An assignable cause of procedural factors will be assigned to the as reported (¿stent difficult/unable to advance or pullback through catheter¿ and ¿stent deployed prematurely during retraction/re-sheathing¿) and analyzed (¿stent deformed¿, ¿stent broken/fractured during use¿, ¿sdw kinked/bent¿ and ¿stent introducer sheath distal tip damaged¿) as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was reported to have been used in accordance with the dfu, but performance was limited due to procedural fact.

Event description:
Analysis of the subject stent device revealed that the subject stent was broken/fractured at the proximal end during use. There was no clinical consequence to the patient as a result of this event.